Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. The occlusion issue caused the customer's blood glucose level to exceed 500 mg/dl, reaching 550 mg/dl. To address the high blood glucose, the customer administered a correction injection via multi-dose injection.